Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, indication for filter was deep venous thrombosis and pulmonary embolism, and the patient had hepatic mass in need of a biopsy. Using fluoroscopy, the inferior vena cava filter was inserted and deployed without incident. The patient tolerated the procedure well. There were no complications. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: extensive retroperitoneal hemorrhage, and dissection and rupture of the distal ivc. Per the patient profile form (ppf), the patient reports extensive retroperitoneal hemorrhage, with dissection and rupture of the distal ivc that resulted in death. Prior to death, the patient suffered emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported vein rupture and vein dissection events could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Blood loss (including retroperitoneal hemorrhage) is a known potential adverse event associated to the filter device and may be related to the reported venous rupture and dissection events. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: extensive retropertoneal hemorrhage, and dissection and rupture of the distal ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records, the filter was indicated for deep venous thrombosis and pulmonary embolism with hepatic mass and the patient in need of a biopsy. Using fluoroscopy, the inferior vena cava filter was inserted and deployed without incident. The patient tolerated the procedure well. There were no complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five months post implantation. The patient suffered from extensive retroperitoneal hemorrhage, and dissection and rupture of the distal ivc and as a result, passed away due to these injuries. The decedent suffered emotional distress, mental anguish, anxiety and stress in addition to the injuries listed.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, extensive retroperitoneal hemorrhage, and dissection and rupture of the distal inferior vena cava (ivc). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported vein rupture and vein dissection events could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Blood loss (including retroperitoneal hemorrhage) is a known potential adverse event associated to the filter device and may be related to the reported venous rupture and dissection events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: extensive retroperitoneal hemorrhage, and dissection and rupture of the distal ivc. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.